Manufacturer narrative:
Since a lot number was not provided, a device history record (DHR) review could not be performed. A sample was returned for evaluation. The sample consisted of one mahurkar triple lumen infusion catheter inside a plastic bag and it presented signs of use (blood and dirt). Visual inspection revealed that the infusion lumen (middle lumen) was completely separated from the clear adapter. Measurements of the outside diameter of the tubing and the inside diameter of the adapter could not be determined since the part number was not provided. As part of the investigation process the reported failure was analyzed and an attempt was made to replicate the reported failure in the manufacturing process with the manufacturing engineer. The reported failure was not exactly the same, but it was a similar reproduction of the sample received. There were several factors manipulated to obtain the defect: the amount of glue, the position of the infusion extension on the mandrel and the cure time with the uv light. It was not possible to determine which of these alternatives were involved at the time when the issue occurred. Based on the sample evaluation, the infusion lumen was completely detached from the clear adapter and did not show evidence of any external abuse. Additionally glue residue was found in the infusion extension, however inside the clear adapter glue residue was not observed. As per procedure, the operator has to perform a visual inspection to verify if the filled glue cannot be seen on the adapter end, if the glue is filled less than half the length of the glue area of the adapter, and if there are some areas without glue. Additionally according to this procedure the operator has to place the infusion lumen in the correct position on the mandrel. Based on the reproduction of the failure, an incorrect position of the tubing in the mandrel may affect the glue application through the clear adapter. There was no presence of glue inside the clear adapter. Based on the sample evaluation the most probable root causes are: the operator failed to follow the process and inspection procedures (incorrect positioning on the infusion extension) and equipment malfunction (quantity of glue and/or cure time), however which of these causes is related to the issue found on the sample received could not be determined. A quality alert was performed to the personnel involved in order to avoid this issue in the future. A corrective and preventive action (CAPA) was opened to address this failure mode. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 12/08/2015.an investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states that the third lumen (middle lumen) completely separated from the molded adapter causing patient bleeding and disrupting dialysis treatment. The issue occurred with a mahurkar triple lumen acute dialysis catheter. The catheter was removed and replaced.